Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient underwent surgery for debridement of the driveline site. The postoperative course was complicated by bleeding at the driveline site. The site was cauterized the following day. Hemostasis was achieved and a gauze and pressure dressing were applies. Two days later, the wound care nurse applied a vac with a base dressing of silver impregnated gauze and the black sponge. Although a definitive conclusion cannot be made regarding the root cause of the reported débridement and bleeding, patient factors including driveline exit site management and patient comorbidities may increase the risk; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that the patient "on (B)(6) 2013, underwent surgery for debridement of the driveline site. The postoperative course was complicated by bleeding at the driveline site. The site was cauterized on (B)(6), 2013. Hemostasis was achieved and a gauze and pressure dressing were applies. On (B)(6) the wound care nurse applied a vac with a base dressing of silver impregnated gauze and the black sponge." No additional information available.